Event description:
It was reported that when the physician went to remove the epidural catheter that had been placed in the pt for pain management, the tip separated and was retained in the pt. It was decided by the physician not to remove the small piece of catheter. There were no further complications.